Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received 2 cook gunther tulip filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant of 2 filters (lot# e3188024 [this file] and e3183572) on (B)(6) 2014 due to pulmonary embolism (pe). Patient is alleging vena cava perforation. Report from CT (computed tomography): "right ivc filter positive for caval perforation. Superior extent of ivc filter at mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of 4 prongs have perforated ivc. Unable to measure maximum distance prongs perforated. Coronal images cannot measure angles. No tilt of ivc filter on coronal images. No tilt of ivc filter on sagittal images. Unable to measure diameter of ivc directly above filter." Certificate of death: immediate cause of death: respiratory arrest. Condition leading to immediate cause: chronic obstructive pulmonary disorder w/ acute exacerbation (copd-ae). Underlying cause: emphysema.

Manufacturer narrative:
This file (mr# ) applies to the filter with lot# e3188024. The other filter (lot# e3183572) is addressed in mr# 3002808486-2020-01006). The following fields were updated per additional information received: a2, b1, b5, b6, b7, d1, d4, g5, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.